Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing with no pacing inhibition observed. As a result, the rv lead was surgically abandoned and replaced. There were no additional adverse patient effects.